Event description:
Hearing performance has deteriorated. The user can feel some bulge in his implanted site.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress seems very likely. Further diagnostic imaging shows a partial migration of the active electrode out of cochlea. However to determine an exact root cause device investigation would be necessary. No information on possible further steps has been received.

Event description:
Hearing performance has deteriorated.